Event description:
A hospital reported that the mr290 humidification chamber overfilled prior to connecting to the pt.

Manufacturer narrative:
The device has not been returned, an investigation has been done based on the event description and results from previous investigations. Our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. Conclusions: the mr290 humidification chamber can overfill if both the primary and secondary floats get jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0015%. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.